Event description:
It was reported the cord to the foot pedal has frayed, leaving exposed wires. The facility (B)(4) has deemed it unsafe for use in the operating room. No pt involvement was reported.